Manufacturer narrative:
Based on the legal manufacturer's final investigation the following was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Based on the results of the investigation, olympus confirmed foreign material was present on the device, but the type of the material or root cause cannot be identified and remains unknown. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovieoscope bending section cover/distal sheath, adhesive on the plastic distal end cover/probe cover, and the objective light guide lens adhesive all had foreign objects present. The issue was observed during maintenance. There were no reports of patient harm.